Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this lead was part of a system on a patient that exhibited an infection. No adverse patient effects were reported.